Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Clinical review: a clinical investigation was performed. There is a temporal relationship between pd therapy on the liberty select cycler and the patient death as the patient was connected to the cycler at the time of the event. However, there is no documentation to show a causal relationship between the event and the liberty select cycler. Additionally, there is no allegation of a device malfunction or deficiency reported for this death. There is no available cause of death, however, long-term survival in end stage renal disease patients is poor. Most deaths are due to cardiovascular disease for which it was reported the patient had a history of hypertension. Based on the available information the liberty select cycler most likely did not cause the patient death, however, the cycler cannot be excluded as contributing to the adverse event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) home therapies manager reported to fresenius customer service that a patient passed away the first night on the cycler. Additional information was obtained from the program manager. The patient was new to the liberty select cycler (unconfirmed if new to pd therapy) and was completing their first treatment at home on (B)(6) 2019 when they were found deceased. The patient was connected to the liberty select cycler. A cause of death has not been confirmed as no autopsy was completed and there was no end stage renal disease (esrd) death notification available. There were no reported issues with the liberty select cycler. The patient has a history of hypertension and anemia. No further information was provided.